Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device 1 of 2.reference MFR. Report# 1627487-2015-20569.it was reported the patient experienced positional stimulation along with overstimulation. As a result, surgical intervention was taken to explant and replace the lead with a different model. The ipg was electively replaced during the surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20569. Further follow up identified the issue resolved with the surgical intervention.